Manufacturer narrative:
Per the tandem user guide: the pump is designed only for continuous subcutaneous insulin infusion (csii) using u-100 humalog or u-100 novolog insulin. Use of other drugs or medications can damage the pump and result in injury if infused. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. Customer's blood glucose was between 100 and 120 mg/dl.